Event description:
Patient was implanted in 2001. Patient had a short angled neck and developed a type I endoleak at the superior attachment site. A palmaz stent was used to treat the proximal endoleak. Six months follow up revealed that the leak persisted, and the aneurysm continued to grow. The device was explanted on event date. A standard bifurcated graft was successfully implanted. The patient did well during the procedure.